Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the keypad was cut and torn. The contrast and up arrow buttons were unresponsive. Contamination was found under all of the button contacts when the keypad was removed. The audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a button/keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.